Manufacturer narrative:
The sonicare diamondclean brush head is an accessory to the sonicare diamondclean power toothbrush.

Event description:
Consumer complained about bristles falling off in their mouth. No injury reported.